Manufacturer narrative:
(B)(4). Date sent: 10/27/2021. Investigation summary: not enough data provided to perform a call home investigation. No device will be returned to neuwave for further investigation. The root cause is unknown.

Manufacturer narrative:
(B)(4). Date sent: 11/29/2021. Additional information was requested and the following was obtained: no new information in association with the death. For log line 1 - portal vein thrombosis, the patient outcome was changed to "not recovered/not resolved."

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: why does the surgeon believe the neuwave device had a causal relationship with the portal vein thrombosis? The ablation was performed in immediate proximity to the portal vein and the thrombus was abutting the ablation zone while not being elsewhere in the liver. The device does cause thrombus in vascular branches in the liver in immediate proximity of the ablation zone. There are lab and clinical publications showing this, which the team should have. What was the patient¿s cause of death? Unrelated to the portal vein thrombus. I believe it was a cardiac event, but will confirm. Does the surgeon believe there was a deficiency with the neuwave device that led to or contributed to the patient¿s death? No, the death was unrelated to the procedure or the device. Was the death associated with the surgical procedure? No. Is the health care professional is interested in speaking with ethicon medical and engineering personnel? Don¿t think this is necessary, but can if needed. Per the medical record it is documented this was a cardiac event and was witnessed by a family member however they did not the significance of symptoms and did not elicit an emergency response until a period of time later. The subject had expired. I was waiting to hear from neuwave management whether the emr is sufficient documentation or do we need to get a death certificate? There would be an expense in which the sponsor would be required to reimburse and this may take a few weeks to obtain. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a microwave ablation of soft tissue liver lesions clinical trial the patient experienced portal vein thrombosis. There is a causal relationship to the patient and procedure. The patient ended up passing away from natural causes.